Event description:
The customer reported the device went vent inop. No patient involvement reported.

Manufacturer narrative:
Conclusion / root cause: the reported complaint of vent inop 9003 logged were not duplicated. No fault were found on the returned exhalation flow sensor & sensor pcb. (B)(4).